Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus bl 22ga x 1.00in prn non-pvc has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that leakage at the connection site between the ext. Tubing and prn during CT examination.

Event description:
It has been reported that one pegasus bl 22ga x 1.00in prn non-pvc has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that leakage at the connection site between the ext. Tubing and prn during CT examination.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8137428. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. One retained sample passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.